Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# va0pd94, implanted: (B)(6) 2015, product type: lead. Product ID: 3888-56, lot# va0psjz, implanted: (B)(6) 2015, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n535898, implanted: (B)(6) 2015, product type: accessory. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient was having trouble with his stimulation and he was implanted one week ago. He had an increase in pain when turning the stimulation on. The patient had 2 1x4 leads and a 1x8 lead. When the manufacturing representative (rep) ran impedances she found the following: 8-15, which was believed to be the 1x4 leads, were out of range. At .75v, impedances were >10,000 ohms and at 1.5v, impedances were >20,000 ohms. The rep believed that the 2x4s were for peripheral nerve stimulation (pns) and the patient felt one at 8.8v and the other lead at 1.1v. The rep believed the epidural (epi) side was the cervical placement and the patient was not feeling stimulation on this side. At 3.0v the impedances were high on 6 and 7. 6 was at 10,953 and 7 was at 14,683. There were no falls or trauma. The rep then switched the lead configuration and changed it to the following: 1x4 (pns) 0-3 and 1x4 (pns) 4-7 and epi (c-spine) 8-15. They ran impedances at 1.5v and 8-15 were showing >20,000 and 0-3 were ok. However: 4 - 7616, 5 - 9047, 6 ¿ 11,299, and 7 - 14,894. Impedances at 3v: 4 - 7275 ohms, - 8707, 6 - 10 ,914, and 7 - 14,614. The rep tried programming 0-3 and turned off 4-7 and the patient was at 300 pw and felt nothing at 10.5v. The rep then tried what he believed was the epi side. The patient felt something and then it went away. At higher voltages and 180 pw, the patient felt pins and needles on the right side and pressure on the left. This was acting like a pns lead. The rep was unsure as to what side was actually the pns lead and what side was the 1x8 epi lead. Then they programmed -4, +5, turned off 0-3, 300 pw, 100 rate and went to 10.5v and the patient did not feel it. The rep increased the pw to 450 and the patient still did not feel anything when the voltage was maxed out to "9.^v". They programmed the bottom 4 of what was believed to be the 1x8 lead so that there was no cross-talk. The patient felt a tingle in the left side of the neck at -13, +14, 330 pw, 100 rate, and 6.9v. They programmed the top of the lead, which was the right side of the neck, at -9, +10, 330 pw, 100 rate, and the patient felt stimulation at 1.0v. The rep switched the lead configuration again and it finally seemed d to make sense with the pns being 8-11 and 12-15 and the epi being 0-7. The patient was feeling stimulation on -13, +14, 450 pw and 5.8v on the left side. The patient was also feeling stimulation on -9, +1 at 1.0v. 8-15 impedances showed >20,000 or >21,000 on all contacts. Electrode 6 and 7 were between 10,000 and 14,000 ohms. It was reviewed that the patient was feeling stimulation on the right side, believed to be the pns 1x4 leads based on how he was feeling the stimulation. The problem was that the side he was feeling stimulation on, the impedances were all out of range and showing opens. They were advised to present this information to the doctor to see how to proceed. The lead configuration was correct now and the leads that were working were the pns 1x4 leads. The patient had an appointment on (B)(6). At that appointment, the impedances dropped from greater than 20,000 to greater than 10,000. Depending on what reference was used for the impedance check, lead 0-7 either showed some or all over 10,000. It was the same for the lead 8-15. Even with impedances out of range the patient was getting coverage from the pnslead in the neck. The epidural lead would not produce sensation in his arm. The doctor believed it might be fluid that was causing this and also what was causing pressure and pain down his arm, which the patient described as better from the last time the rep saw him. He was not sore in his arm. The patient was scheduled for a follow-up in a month in (B)(6) with the doctor. From there they would run another impedance test and see if they could pick up coverage down his arm with the stimulation. If they could not, then the patient might decide to have the epidural lead removed and keep the pns lead in the neck, which is working for him as of now.

Manufacturer narrative:
Concomitant medical products: product ID 3888-56, lot# va0pd94, implanted: (B)(6) 2015, product type: lead. Product ID 3888-56, lot# va0psjz, implanted: (B)(6) 2015, product type: lead. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97791, lot# n535898, implanted: (B)(6) 2015, product type: accessory. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3888-56, lot# va0pd94, implanted: (B)(6) 2015, product type: lead. Product ID 3888-56, lot# va0psjz, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information from the manufacturer representative (rep) stated that the patient and health care provider (hcp) had planned to remove the percutaneous epidural lead, but leave the peripheral nerve stimulation (pns) leads implanted because they were providing pain relief. The explant procedure had not been scheduled yet. The patient was not feeling stimulation from the epidural lead and had complained of tingling, numbness, and pain in the left arm, hand, and fingers since being implanted. This was noted to occur when stimulation was on and when it was off. High impedances were also found on the epidural lead, but later had slowly reduced to the point where the rep could program on it. However, no stimulation could be felt with the epidural lead despite attempts to max out the amplitude settings. A computer tomography (CT) scan was conducted to rule out stenosis or spinal compression in the spinal canal. The surgeon believed that the spinal canal could be compressing on the lead to a nerve to cause the symptoms, but the CT scan results looked normal. The issues of the arm pain and not feeling stimulation with the epidural lead were not resolved, and hcp had no further information. The indication for use was spinal pain, and a supplemental report will be submitted if additional information is received.